Manufacturer narrative:
The removed blower motor was returned to the failure investigation lab (fi). A visual inspection revealed no signs of mechanical damage of physical mishandling; however, the blower does not spin freely but with some resistance. The fi technician installed the blower motor into a fi ventilator to duplicate the reported issue. The blower motor was tested, and the customer complaint was verified. The returned power blower did not pass all testing and would stall. The root cause is failure of the blower shaft and internal hall sensors.

Event description:
The customer reported that a ventilator's blower motor stalled during cleaning and pre-use set-up. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The device malfunction was reported have been found during cleaning and pre-use set up. There was no delay to patient therapy. There was no patient or user harm reported. The fse replaced the blower motor. The unit was reported to have been repaired and returned to service. No other anomalies were reported.